Event description:
Customer alleged that pump did not pass flow accuracy test. It under infused by 7.7% based on a rate of 125 ml/hr. There was no dosage provided.

Manufacturer narrative:
Volumetric accuracy tests were performed and found that pump was out of (B)(4) specification. Pump was calibrated to resolve the issue.